Manufacturer narrative:
The device has not yet been returned to the manufacturer at the time of this report. A supplemental form will be sent once the evaluation is completed if the device is returned. The device history report was reviewed and no discrepancies were found.

Event description:
It was reported that while performing the medical procedure, debris was found in the trocar. There was no injury or consequence to the patient reported.

Manufacturer narrative:
The device was returned to the manufacturer and examined. While no debris was found to be present in the obturator at the time of the investigation, debris was found and examined in the bag that the device was returned in. The debris did not display any characteristics consistent with organic debris but appeared to be some sort of plastic. The pictures returned from the account confirm that debris was present in the obturator during use in the field. Origin unknown